Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the error messages over the phone. The fse ordered customer waste valve and walked customer through replacement, had customer prime bf with no leaks. Customer then ran quality controls (qc) and samples and said there a small residue of liquid in the waste overflow tubing. Customer ran the next couple of days and expected fluid to stop. Senior fse followed up with customer the following week. During a follow up onsite visit, fse replaced 2 way valve, cleaned out overflow reservoir under dilution block. Removed bead from tubing in waste system and tested all ok. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was bead stuck in the waste tube from the dilution block.

Event description:
On (B)(6) 2016, a customer reported waste out of overflow tube with their aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.